Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced rupture of hernia coincident with automated peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to the start of pd therapy or if the hernia worsened with pd therapy. The cause of the hernia as well as the cause of the rupture of hernia was not reported. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome of this event was not reported. Action with pd therapy was not reported. No additional information is available.